Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused migration, perforation of the filter struts outside the walls of the inferior vena cava (ivc) and deep vein thrombosis (dvt). The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Ivc filters are not indicated for use in the prevention of dvt, rather, patient and/or pharmacological factors may have contributed to the event. Without post implant images or procedural films for review, the reported filter migration and perforation could not be confirmed, nor a cause determined. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, migration, perforation of the filter struts outside the walls of the inferior vena cava (ivc) and deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, migration, perforation of the filter struts outside the walls of the inferior vena cava (ivc) and deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, the patient was reported to have a preoperative diagnosis of closed head injury and right common femoral deep venous thrombosis (dvt). The left femoral vein was localized and punctured with a needle. A guidewire was advanced over the needle using fluoroscopy. The needle was removed and the introducer with the dilator was inserted over the guidewire at the position of the l4 vertebral body. A vena cavogram was performed with fluoroscopy and was noted to be normal without evidence of thrombus in the vena cava, and the renal veins were noted to be at the level of the l1-l2 vertebral bodies. The vena cava measured approximately 3.4cm, and the filter was determined to be adequate in size. The filter was deployed at the level of the l3 vertebral body with the use of fluoroscopy. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately three weeks after the filter implantation. The patient reports ivc perforation, migration, blood clots, clotting and or occlusion of the ivc, and that an ultrasound performed of the trapease filter reported dvt and that migration of the filter and perforation outside the walls of the ivc was reported by a later computerized tomography (CT) scan. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused migration, perforation of the filter struts outside the walls of the inferior vena cava (ivc) and deep vein thrombosis (dvt). The patient reported becoming aware of perforation, migration, blood clots, clotting and or occlusion of the ivc approximately three weeks post implant. The patient also reported mental stress and anxiety related to the filter. The information provided indicated that an ultrasound reported dvt and a later computerized tomography (CT) scan reported migration and perforation of the filter strut(s) outside the ivc. According to the operative note the indication for the filter implant was a closed head injury and a right common femoral vein dvt. The filter was placed via the left femoral vein and deployed at the level of the l3 vertebral body with the use of fluoroscopy. Prior to deployment a vena cavogram was performed and the ivc noted to be normal without evidence of thrombus, the renal veins were noted to be at the level of the l1-l2 vertebral bodies and the ivc measured approximately 3.4cm, the filter was determined to be adequate in size. The patient tolerated the procedure well. There is no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Blood clots, clotting, and occlusion related to clotting do not indicate a device malfunction. Ivc filters are not indicated for use in the prevention of dvt, rather, patient and/or pharmacological factors may have contributed to the event. Without post implant images or procedural films for review, the reported filter migration and perforation could not be confirmed, nor a cause determined. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.